Event description:
It was reported the patient experienced wound dehiscence at the ipg site. As a result, the patient's doctor applied dermabond to the wound. In turn, the issue resolved over time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.